Event description:
The customer reported that upon power up, the unit displays calibrations errors for filament and the collimator. No injury to pt was reported.

Manufacturer narrative:
The ge service rep checked the monoblock controller battery. He reseated the monoblock controller, erased all nodes, performed a filament calibration and collimator calibration, and rebuilt the calibration files. The system functions normally.